Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high; cause was not known. Customer delivered a correction bolus via the pump to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.